Event description:
Customer reported experiencing low blood glucose levels, with the lowest reported value being 40 mg/dl. There was an adverse impact on the customer's blood glucose level due to the low reading. To address the situation, the customer consumed carbohydrates to raise their blood glucose, and they did not require assistance from a third party. No further action was taken as the cause of the low blood glucose level was unknown, and the customer declined a supplies or system check despite having a pump with ciq software.